Manufacturer narrative:
(B)(4). Cartridge pan additional followup: the patient had numerous problems, unrelated to this incident, and was in the hospital for several more days. Currently the patient is in a "step down" facility and is expected to have full recovery. Per dr, the problems this patient has are not related to this incident. " the analysis found that one (B)(4) reload was received fully fired and with the pan dislodged and bent. In addition, it was noted to have damage on the cartridge deck. No functional test could be performed. One possible cause for this type of damage may be if the device was inadvertently clamped over a hard object such as a clip or other surgical device. While no conclusion could be reached as to how the pan became dislodged from the cartridge, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post op of video-assisted thoracoscopic surgery procedure on (B)(6) 2010 the patient was having complications post op of the procedure. The patient was sent to have an x-ray. During review of the films the surgeon observed a reload in the left side of the patient's chest cavity. The patient underwent a laparoscopic exploratory procedure on (B)(6) 2010 under local anesthesia. The surgeon removed a blue reload in pieces from the patient. The surgeon then ordered another x-ray and confirmed there were no more pieces left in the patient. Patient is reported to be stable, no ICU was required nor blood products. They were returned to their room for recovery. Patient is still in the hospital. Hospital is holding the reload for fourteen days. Additional information has been requested.